Manufacturer narrative:
The following corrections have been made: 1. Box b1, product problem checked. 2. Box b2, please remove "required intervention to prevent permanent impairment/damage." 3. Box b4, corrected date to 5/15/1998. 4. Box f8, corrected date to 5/8/1998. 5. Box g1, contact name given.

Event description:
During shoulder arthroscopy, the surgeon was shaving calcified tissue, the internal component of the shaver blade broke inside the pt's shoulder. The broken shaver was removed, the shoulder examined and x-rayed for residual pieces. The surgery was completed without further incident.